Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient may have received inappropriate shocks for an atrial arrhythmia with rapid ventricular response detected by the cardiac resynchronization therapy defibrillator (crt-d) as ventricular fibrillation (vf). The device is still in use. No further patient complications have been reported as a result of this event.